Manufacturer narrative:
Three radiographic images were returned for evaluation. In one image, the occluder appears to be in the appropriate location, however, without echocardiography imaging this cannot be confirmed. The locking loop appears to be fully intact and has captured all 3 of the atrial eyelets. In another image dated 7 april 2016 the same device is visualized. The image is at a slightly different angle than the previous. The locking loop is not visualized well due to the angle and it is difficult to ascertain if it is present. A third image, dated 30 march 2021, the device appears to be in an appropriate position on the atrial septum; however, without echocardiography this cannot be confirmed. The locking loop is visualized clearly. The locking loop does not have the typical big curve appearance as in the initial radiograph. In the left lung field, a small curved radiopacity is visualized. The appearance of this radiopacity is consistent with the curve of the locking loop of the device. It is unclear with the imaging provided where this radiopacity is located.

Event description:
It was reported the physician implanted a 25mm gore¿ cardioform septal occluder on (B)(6) 2016 to treat an atrial septal defect. Following implant, the shunt was occluded and the device appeared stable. On (B)(6) 2021, it was noted during chest x-rays for an unrelated patient condition (scoliosis) that the lock loop appears to have fractured, as it is not visible on the occluder. There have been no reported adverse events for the patient and there is no planned reintervention.